Manufacturer narrative:
(B)(4) concomitant medical product: catalog #: 00590102000, headless trocar drill pin, lot # n/a. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. This type of event is listed as a known inherent risk . However, root cause was unable to be determined with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00799. This event was previously reported on MFR 0001822565-2018-00287.

Event description:
It was reported the drill pin bent and cold welded to the cutting block during surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.